Event description:
A director of nurses reported that an intraocular lens (iol) was exchanged due to the pt's vision being worse both near and distance following the implant procedure. The lens was exchanged for a monofocal lens. In a follow up, a secretary reported that the event resolved following the lens exchange. In the opinion of the surgeon, it is unk if the device caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root case. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).